Manufacturer narrative:
The device was returned and evaluated, and the customers allegations were confirmed; the bending rubber cover was found significantly stretched and expanded beyond the distal end. Furthermore, joint areas including adhesive and thread winding were noticed as missing. Hence, the bending section cover was no longer held and became loosened, and water tightness was lost. Additional findings include the following: the charged coupled device cover lens was broken, and the plug unit was slightly cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope has a blunt tip. The issue was identified after a procedure. No patient harm was reported. The device was returned and evaluated, and the bending section cover was no longer held and became loosened, and water tightness was lost. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the joint areas including adhesive and thread winding that were found missing occurred due to the handling methods of the facility. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿·to prevent damage, do not apply excessive force to the endoscope and accessories during reprocessing.¿ olympus will continue to monitor field performance for this device.